Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 12 december 2016. The representative reported that there was corrosion on a terminal of one tray of batteries. The representative reported that they replaced the batteries. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the batteries on the imaging system were out of specifications. No additional information was provided. There was no patient present when this issue was identified.